Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned 3 used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Evaluation in process. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved: unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles were not pushing the insulin through. The package had not been open or damaged when received by the customer. The customer has been using this particular box of pen needles for a little over a month. The customer is using compatible product and the pen needle is properly aligned, at the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 18-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: three used pen needles were returned without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Complaint was forwarded to supplier quality and internal evaluation was completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.